Event description:
Event determined to be reportable based on analysis approved 01/21/2008: it was reported that prior to a left internal carotid artery stenting procedure, prepping difficulties were encountered. Upon attempting to prep the device, it was noted that the monorail duct of the carotid wallstent 8.0mm x 12mm stent delivery system was unable to be flushed. Another of the same device was used to complete the procedure. Device analysis revealed a foreign matter restriction.

Manufacturer narrative:
Visual examination found no issues with the profile of the returned device. When the unit was flushed through the t-body, there was flow of solution past the t-body noted; however, it did not exit the monorail exit. In addition, flow of liquid was not evident past the middle outer tubing. When the recommended size 0.014 inch guide wire was inserted through the tip, a restriction was met proximal to the stent. The guide wire restriction appeared to be caused by a material that was white in appearance. During analysis, the outer sheath was partially deployed to determine whether this would aid in the flow of liquid through the device. After partial deployment, a white crystalline material was noted through the clear outer sheath, distal to the middle outer tubing. A resistance was noted on re-constrainment of the stent. When an attempt was made to retract the outer sheath a second time, a restriction was noted and the outer sheath broke distal to the t-body. The shaft was dissected and a sample of the white crystalline material was collected and sent to the material characterization lab for fourier transform infrared spectroscopy (ftir) testing against samples of uv cured and uncured dmax glue from the production line. This testing was inconclusive; however, as there were differences between the ftir spectra of the complaint sample and both samples of dmax glue from production. This issue is being further investigated. A review of the manufacturing records for this batch number found that the device met its material, assembly and product specifications. The root cause of the foreign material could not be determined.